Event description:
It was reported, on a 9800 sys that during an attempt to send images to pacs, it was noticed that no saved images were coming up in the image directory. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the sys hard drive. The sys was tested and found to be working as intended and placed back into service.